Event description:
The patient reported the pdm was 'extremely hot' while charging using a black coloured omnipod charger. It was also reported the pdm is no longer holding charge. There was no medical intervention needed, no harm to patient and patient was sent a device replacement.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported event. Based on the information available, this thermal device malfunction is not (B)(4) related. Lot release records were reviewed and the product lot met all acceptance criteria. Thermal energy events are captured in risk assessment and documented with appropriate severity. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type:g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.